Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) wanted document that ins devices need replacement after 3 overdischarges. The rep initially said he called in (B)(6) 2019. The patient had previously called with suspected overdischarge. The rep reported he could not get the ins out of overdischarge. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. Rep stated the ins is still implanted in the patient; awaiting approval to replace system. No further complications were reported.